Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the customer filled the cartridge with an unspecified amount of insulin. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 156 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.